Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of checks and cleaning steps, after which the customer successfully loaded the cartridge onto the pump and resumed insulin delivery.